Event description:
It was reported that while using bd synapsys¿ informatics solution, rule bd10021 was marking cultures without an organism ID as contaminants. No patient impact reported.

Event description:
It was reported that while using bd synapsys¿ informatics solution, rule bd10021 was marking cultures without an organism ID as contaminants. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. It was reported that the synapsys contamination rule was firing incorrectly. No other issues were reported. Bd investigated the issue. The blood culture contamination rule bd10021 was marking contaminates inappropriately. This is caused by a software bug and will be fixed in a future synapsys release. This can be tracked by a system change request. This was a confirmed failure of bd product. Review found complaints of this type were below statistical control for the month of may. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.